Manufacturer narrative:
Ous MDR- the device was not returned for analysis there was no info reported with regard to the reason of the expiration. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process of this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which may be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR- after an implantation of about 11 months, the pt died. The device was not explanted.